Event description:
Discordant sodium (na) results were obtained on a dimension rxl max instrument for multiple patients. The discordant results were reported to the physicians, who questioned the results. The customer repeated the same samples on two other instruments and the corrected results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and determined the cause of the discordant sodium results was unknown. The fse replaced the mono pump home sensor, ran the diluent check and qc and determined the qc results were within the acceptable ranges. The instrument is performing within specifications. Further evaluation of the device is not required.